Manufacturer narrative:
Unit was received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. Unable to performed functional test due to display anomaly.

Event description:
The customer's mother reported via phone call that the insulin pump was dropped. The screen was damaged. The screen had a black spot. The self-test was completed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.